Manufacturer narrative:
(B)(4). Batch # m54u8c. The analysis results found that the tcr10 reload was received with the reload forks broken and unfired. No functional test was performed due the condition of the cartridge. This damaged is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, unable to fire. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.